Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the cause of the ins turning off was unknown. The issue corrected itself with time. All issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they have had tremors over the past couple weeks. They checked their implantable neurostimulator (ins) today and the screen was flashing "off" for therapy status. They were walked through turning stimulation back on and they stated they could feel tingling on the left side. The patient stated they could not have turned off their therapy accidentally and that they have been under quarantine at home the past 2 months. It was suggested the patient have the ins checked to determine how the ins was turned off.